Manufacturer narrative:
Isi has requested the force bipolar instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient instrument lot sequence information available. This complaint is a reportable malfunction event due to the following: it was alleged that the force bipolar instrument had trouble while removing it from the cannula. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was loose at the wrist which could potentially break if inserted inside the cannula. The loosening at the wrist could be easily seen and felt. The procedure was completed with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2022: the initial allegation was confirmed. The instrument was inspected prior to use and no damage was found. There were no fragments that fell into the patient. The procedure was completed with a backup instrument with no patient injury. The instrument was successfully inserted into the cannula, but they had trouble while removing it.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The force bipolar instrument was found to have a broken grip at the grip base. Grip tip was still hanging onto the wrist assembly. Fa found the primary failure of broken grip tip to be related to the customer reported complaint. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to mishandling/misuse, such as excessive force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.